Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter: attorney.

Event description:
Litigation alleges severe pain, discomfort, inflammation, and elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant. Doi: (B)(6) 2008; dor: none reported; (left hip). Update: 12/28/12 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update ad (B)(6) 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant record. Ppf alleges metal wear/metallosis and elevated metal ions. Implant record indicated that only the liner and head were revised during revision. Date of revision (B)(6) 2013 was added. Doi: (B)(6) 2008; dor: (B)(6) 2013; (left hip).

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary:no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
After review of medical record, patient was revised to address static metal on metal total hip on the left. Revision notes reported that a fair amount of grayish synovial fluid was noted. The capsule was very thickened, there was some fibrous tissue noted. Added medical history. Corrected received date. Doi: (B)(6) 2008, dor: (B)(6) 2013 (left hip).